Event description:
It was reported that the patient experienced reproducible noise this past weekend when pressing on the s-ICD during primary vector. This issue was absent with manipulation in secondary or alternate vector. The sensing problem led to an inappropriate shock. The patient was reprogrammed to secondary vector, and no further events occurred. Then the patient was presented into the clinic for evaluation, no noise was present. Boston scientific tech services identified the likely source as the primary electrode connection in the header. The device pocket was opened, and the lead was confirmed secure with the set screw intact. After removing and reinserting the lead, no noise was observed. Tech services suggested the spring engaging the lead pole as the probable culprit. Since reliable header function could not be confirmed, the s-ICD was explanted and replaced. No additional adverse patient effects were reported.